Manufacturer narrative:
The insulin pump was received with blank display. After disconnecting the electronic assembly stacks and reconnecting the electronic assembly stack, the pump powered up properly. The problem isolated to electronic assembly. After reconnecting electronic assemblies, the pump powered up properly and unexpected error test performed and passed. The pump was received with minor scratches on lcd window.

Event description:
It was reported of general unexpected restart alarm from the insulin pump. The customer's blood glucose reading was 150 mg/dl. The customer stated that the pump alarmed during normal use. The customer will be sent a replacement pump. The customer will return the pump for analysis.